Event description:
Reporter indicated the patient has recently had an increase in seizure activity, slightly above pre-vns baseline levels. The report from the caregiver to the physician is that the patient has 40 to 50 seizures daily. A battery life calculation reveals the patient's generator is 1.15 years until elective replacement indicator is yes. The physician has not performed diagnostic testing on the patient's generator since the day of initial implant.

Manufacturer narrative:
Device malfunction is suspected, but did not cause a death.